Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) discovered large air bubbles in the home patient¿s (hp) patient line during automated peritoneal dialysis (apd) therapy. The air was observed during the initial drain. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) explained proper procedures with the cg. The cg planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.